Manufacturer narrative:
Received one device. Customer complaint of ¿accuracy failure¿ cannot be confirmed through delivery accuracy test. Device passed three consecutive accuracy tests within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an accuracy failure. There was no reported patient involvement.